Event description:
It was reported that the patient experienced low blood glucose on (b)(6) 2026. The event was associated with the patient not being disconnected during the rewind/prime sequence and was treated with food intake.

Manufacturer narrative:
E1: Patient City: (b)(6)Patient Country: canadaName: Medtronic MinimedCountry: United States of AmericaStreet: 18000 Devonshire StreetCity: NorthridgeState: CaliforniaZip Code: 91325 ¿ 1219Based on the available information, this event is deemed to be a serious injuryTo date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545